Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: we have encountered an issue with one of thr surgeries dated 13/7/22 at the hospital with surgeon and the patient was recovering perfectly however, he returned with a case of squeaking dislocation of the polyethylene liner in jan 2025 at the revision surgery we discovered the liner was broken & dislodged from the shell, as it is the first time we encountered this complication, which warrants to be reported through proper channels. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed that the altrx +4 10d 36idx52od appeared to have been edge loaded causing eccentric deformation in the rim of the device and ultimately contributing to the failure of the anti-rotation devices (ards). There are machining lines from the manufacturing process yet visible within the liner which would not be as obviously present if would be more centrally loaded. Furthermore, the rim presents a portion fractured. A manufacturing record evaluation was performed for the finished device product code: 122136152 lot number: jj5102, and no non-conformances or manufacturing irregularities were identified. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the liner failure cannot be traced to design or manufacturing, a definitive root cause cannot be established due to there being multiple factors that may influence eccentric loading. Consideration must be given to all potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the altrx +4 10d 36idx52od would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product code: 122136152 lot number: jj5102, and no non-conformances or manufacturing irregularities were identified. Device history review: a manufacturing record evaluation was performed for the finished device product code: 122136152 lot number: jj5102, and no non-conformances or manufacturing irregularities were identified. H11 additional narrative: corrected: h3.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d10. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5, d10 (concomitant) corrected: b3, d6b, h6 (health effect - clinical code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records was received and reviewed by the clinician. On (B)(6) 2022: patient underwent a tha. On (B)(6) 2024: patient was seen in the clinic after getting up from the sofa and experiencing pain, squeaking, and required walking with assistance. There was swelling noted around the wound/incision and a hematoma anterior to the wound/incision. Radiology confirmed disassociation of the acetabular liner and broken liner. The stem was noted to be well fixed. On (B)(6) 2025: patient underwent a revision for the disassociation of the acetabular liner.

Event description:
It was reported that patient underwent a procedure on (B)(6) 2022. Patient recovered well but returned with a case of squeaking dislocation of the polyethylene liner. Revision surgery was performed on (B)(6) 2025. At the revision surgery, it was discovered that the liner was broken and dislodged from the shell. The shell was not revised, only the head and polyethylene liner.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.